Manufacturer narrative:
Na.

Event description:
The customer stated that they received questionable results for four patient samples tested with the elecsys hcg + beta test system (hcgb) on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. The customer stated that two of the four samples initially resulted with negative values that were reported outside of the laboratory. These samples repeated with positive values. No specific results were provided for these samples. The customer provided more specific data for the two remaining samples. The first patient sample initially resulted with an hcgb value of < 0.001 miu/ml and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2018, resulting with a value of around 5000 miu/ml. On (B)(6) 2018, the second patient sample initially resulted with an hcgb value of < 0.001 miu/ml and this value was reported outside of the laboratory. The sample was repeated with a value of around 5000 miu/ml. The patients were not adversely affected. The hcgb reagent lot number and expiration date were asked for, but not provided. The field service engineer determined that there was a fluidics failure of a probe. He cleaned and verified alignment of the probe. He ran calibration, controls, and precision studies. Precision was within specifications. The investigation determined that the service actions resolved the issue.